Manufacturer narrative:
Initial report suggested there were no medical intervention or treatment provided; however the current status of the number of patient is unknown there was no information provided regarding the lot number of the antigen test kit; therefore could not conclude if the test kit received was a counterfeit product or not. Initial reports suggested that the ihealth antigen test kit was not tampered with, altered, or compromised, as no evidence that the user/patient had seen evidence of product alteration. A false negative result may occur if the test result is read before 15 minutes or after 30 minutes. There was no indication to confirm or deny if the user/patient had utilized the test kit appropriately as per intended use or off use.

Event description:
The user was noted to have reported via voicemail, as follows: "tested positive the same day right after having negative results using these tests."